Event description:
It was reported by service report that the right track ripped on the stair chair. There was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Track belt.